Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) earlier than expected due to high right ventricular (rv) and left ventricular (lv) threshold measurements. The device and leads were successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.